Manufacturer narrative:
Upon receipt, the returned ICD data were inspected. The available iegms revealed the presence of noise in the rv channel, confirming the clinical observation. At a next step, the lead under complaint was extensively analysed, including a visual and an electrical inspection. The analysis revealed multiple signs of wear at the distal area of the lead and in the area of the first rib. These findings can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress as well as excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Further analysis revealed cuttings in the insulation which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 26 months, it was reported that a vf episode was detected due to noise on the rv lead. It was further reported that the lead was replaced and the chonic ICD is still in use. No adverse patient side effects have been reported.